Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using an in.pact admiral percutaneous transluminal angioplasty balloon, balloon inflation difficulties were encountered when inflation pressure reached 8 atm. No leaks noted on the device. The target lesion was described as plaque with moderate tortuosity and moderate calcification. The device was prepped per the instructions for use with no issues identified, and no packaging damage or issues removing the device from the hoop/tray were noted. No resistance was encountered when advancing the device and no excessive force was used. The procedure was completed using another in.pact admiral balloon.  No patient complications have been reported as a result of this event. When the device was received for evaluation, it was noted that here was a longitudinal tear in the balloon

Manufacturer narrative:
Product analysis the device returned with balloon folds expanded. Blood/contrast was visible in the balloon. An attempt was made to inflate the balloon but due to the presence of a longitudinal balloon burst, the device could not be inflated. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.